Manufacturer narrative:
Investigation results: severity: occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 0711087. The reported catalog and batch number do not match. As a result a DHR review could not be performed. Two investigations were performed. First investigation summary: customer returned loose 1/2cc, 8mm syringe. Customer states that there is a tiny thread in front of the needle tip. The returned syringe was examined and exhibited a thin strand of material on the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of cellophane. Bd was able to duplicate or confirm the customers indicated failure. This fm likely represents what we call angel hair. This is created when we move components from one line to another via the tube pea shooters. This is a pressurized tubing transport system made of plastic; as the components move through the pea shooters, occasionally small fragments of the plastic tube are stripped off and form this angel hair. In this case, it most likely found its way into the shield and ultimately onto the cannula. There are various efforts within the plant to try and help reduce and hopefully eliminate this, however, it is an inherent portion of the process at this time. Sample was forwarded to manufacturing (B)(4) on 16feb2018 for further review. Second investigation summary: on 23feb2018 (B)(4) received one loose 0.5ml, 8mm syringe from reported batch# 0711087. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, the sample was received without the noted foreign material, as documented during initial investigation performed at bd (B)(4). In lieu of this fact, the photo was reviewed and does exhibit foreign material either along the cannula. Due to the angle and quality of the photograph, further evaluation of the foreign material or location is unable to be completed. Per ftir analysis, the material appears to be that of cellophane. While "angel-hair" is a product of pea-shooting within the manufacturing plant, the product of pea-shooting (angel-hair) is generally composed of different material than what ftir analysis suggests. As such, origins of the material are unable to be determined at this time, as cellophane is not a material type generally used on the manufacturing floor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter's phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. The reported lot # does not exist for the reported cat #. Therefore, the device manufacture and expiration dates are unknown.

Event description:
It was reported that a very tiny thread was found on the tip of the needle from a bd microfine insulin syringe during use. No injury or medical intervention.